Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Surgeon reported interrupting a refractive procedure at 2% completion as he felt ablation pattern looked unusual. Immediately after interruption, system eyetracker was recalibrated successfully and pt treatment was completed. One week post operative outcome was relayed by surgeon. More info is being sought to understand pt outcome.